Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume infusor under infused while in use on a patient. The reporter stated that they dispensed a prefill 5-fu (fluorouracil, 3500mg in 230ml sodium chloride) pump for a patient and it was reported by the nursing staff that there was still 1/3 of the 5-fu solution left in the pump after 46 hours. The pump had been connected to the patient on the ward at 16:28 and disconnected on the ward two days later at 19:03. The reporter stated that after disconnection, kinks were noted in the line (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.